Event description:
It was reported that the patient experienced a surgical procedure involving a six month old inflatable penile prosthesis (ipp). During the procedure an 18lgx + 1 cm rte were removed and a new 21 cx + 1 cm rte were implanted. The original reservoir was left in place and refilled with 100ml of injectable saline. The physician determined that the explanted device was not appropriate for the patient. The patient did not experience any additional known complications. It was indicated that no more information is available through the physician. No more information available at the moment. Should additional information become available, it will be provided.